Manufacturer narrative:
The investigation determined that discordant, lower than expected intact pth (ipth) results were obtained when multiple samples from neqas proficiency schemes, internal quality controls (iqcs) and mas qc fluids were tested using vitros ipth ii lot 0060 on a vitros 5600 integrated system. The results were lower than expected when compared to results using vitros ipth lot 1930 for the same samples. A definitive cause of the event was not established. A vitros ipth ii lot 0060 reagent issue cannot be ruled out as a contributor to the event as there were no historical qc results to assess vitros ipth lot 0060 performance leading up to the event. Iqc results and mas qc results from vitros ipth lot 0060 testing were deemed unacceptable when compared to vitros ipth results. However, ongoing tracking and trending did not identify any signals to suggest there is a systemic quality issue with vitros ipth ii lot 0060. An instrument related issue is an unlikely contributor to the event, as there was no evidence of a vitros 5600 integrated system malfunction and the customer was satisfied with the results of within run precision testing performed on the instrument using vitros ipth ii. Poor sample quality cannot be ruled out as contributing to the event. A review of the turbidity indices for neqas samples 17, 18, 20, 21, 23 and 24 suggested the samples were highly turbid. Additionally, no information regarding the age of the neqas samples was provided. It is possible the neqas samples had been stored greater than the recommended time as per the vitros ipth and vitros ipth ii information for use. Furthermore, method to method differences between the vitros ipth ii and vitros ipth assays cannot be ruled out as a contributor to the event. An ortho medical safety officer addressed the customer in regard to the event, indicating the variability in the observed results between vitros ipth and vitros ipth ii testing was expected given the lack of standardization across ipth measurement methods. Differences in assay design, antibody selection, and various circulating fragments contribute to the well-documented inter-method discrepancies in pth measurement.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report discordant, lower than expected intact pth (ipth) results were obtained when multiple samples from neqas proficiency schemes, internal quality controls (iqcs) and mas qc fluids were tested using vitros ipth ii lot 0060 on a vitros 5600 integrated system. The results were lower than expected when compared to vitros ipth lot 1930 for the same samples. Neqas sample 17, vitros ipth ii lot 0060 result of 44.51 pmol/l versus the vitros ipth lot 1930 result of 73.12 pmol/l neqas sample 18, vitros ipth ii lot 0060 result of 123.13 pmol/l versus the vitros ipth lot 1930 result of 196.58 pmol/l neqas sample 20, vitros ipth ii lot 0060 result of 15.35 pmol/l versus the vitros ipth lot 1930 result of 25.25 pmol/l neqas sample 21, vitros ipth ii lot 0060 result of 69.56 pmol/l versus the vitros ipth lot 1930 result of 115.74 pmol/l neqas sample 23, vitros ipth ii lot 0060 result of 22.84 pmol/l versus the vitros ipth lot 1930 result of 38.38 pmol/l neqas sample 24, vitros ipth ii lot 0060 result of 69.74 pmol/l versus the vitros ipth lot 1930 result of 116.78 pmol/l neqas sample 28, vitros ipth ii lot 0060 result of 4.24 pmol/l versus the vitros ipth lot 1930 result of 6.20 pmol/l iqc 37609221 (iqc 1), vitros ipth ii lot 0060 result of 2.59 pmol/l versus the vitros ipth lot 1930 result of 4.26 pmol/l iqc 37609222 (iqc 2), vitros ipth ii lot 0060 result of 7.57 pmol/l versus the vitros ipth lot 1930 result of 12.56 pmol/l iqc 37609223 (iqc 3), vitros ipth ii lot 0060 result of 59.01 pmol/l versus the vitros ipth lot 1930 result of 106.44 pmol/l mas oim24112 (mas level 2), vitros ipth lot 0060 results of 5.49, 5.46, 5.48 and 5.42 pmol/l versus the vitros ipth result of 7.89 pmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The discordant vitros ipth ii results were obtained when the customer was performing a method comparison study. Therefore, no results were reported from the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).